Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Reportedly, customer reverted to manual injections for insulin therapy. Customer¿s blood glucose level was 560 mg/dl. Reportedly, the customer administered a manual injection to address elevated bg level.